Manufacturer narrative:
Initial report ref to natus complaint#(B)(4). The lot number of the affected part was not provided. Per doc-035405 rev 10 risk analysis spreadsheet - eds 3 external drainage system. Hazard 4.36 - stopcock valve unable to turn or rotate. Effect (harm): delay in patient treatment, over / under drainage of csf and infection. Residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to capa005781. Complaint history review/trend analysis: (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation; however they did provide an image of the product. The photo provided clearly shows a broken stopcock lever, however based on information provided it is unclear how the lever was broken. User may have used excessive force when attempting to turn the stopcock. No further action is required, complaints will be tracked and trended for recurring issues. Failure mode: broken part - stopcock **confirmed by image only.

Event description:
Nt821731c - stopcock broke when it was turned to stop the drain from the patient. Evd system was replaced. Evd was placed on 11 april. Stopcock broke on 17 april.

Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). The lot number of the affected part was not provided. Capa005781 was opened 08 may 2025 to investigate the increase in complaint rates for the eds product line. CAPA is currently in the CAPA plan status. No determination has been made. Complaint history review/trend analysis: (24 months review and percent of sales) 41 previously confirmed "integ-broke in use" complaints within the past two years. 39,176 nt821731c units sold within past two years. Failure rate = (B)(4). A review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "4.36 stopcock valve unable to turn or rotate." The risk level is considered moderate. Based on complaint of "lever broke off" this determination is based on the information received from the customer. Root cause/failure investigation: this case had a drainage system with a damaged system, drip chamber, and patient line stopcock. System stopcock was broken at the lever of the wall which is used to turn the stopcock into a closed or open position. The patient line stopcock had a crack on the wall and female luer. A crack was also found on the wall and female luer of the chamber stopcock. The breakage of the components indicates that the user turned the stopcocks with excessive torque possibly with a tool instead of by hand. Another possible indication could be that the client used aggressive cleaning agents that degrade the polycarbonate material. There was a profound build up of blood/bodily fluids at the drip chamber stopcock. Assessment of whether bodily fluid exposure created an increased resistance during stopcock manipulation was inconclusive, as the device's rotational mechanism was compromised due to structural breakage. Section "warnings" on page 3 of the eds 3 system IFU (sd208650001 rev da) gives details on handling the eds 3 system such as finger tightening components and not using external tools. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c - stopcock broke when it was turned to stop the drain from the patient. Evd system was replaced. Evd was placed on 11 april. Stopcock broke on 17 april.